Manufacturer narrative:
Updated field : b4 , g3 , g6 , h2 , h11 , e1 ( initial reporter , event site email), e3.

Event description:
It was reported that prior to use, cardiosave intra-aortic balloon pump (iabp) displayed error code 10 power up test fails and the helium transducer not calibrated. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) was able to confirm the failure and ran through a full calibration. The unit passed safety and functional tests, then returned for clinical service.